Manufacturer narrative:
The device history record (DHR) file was reviewed and no discrepancy was found according to the failure mode reported. Five unused samples with lot number 1834540664 were received for evaluation. After performing visual inspections the condition reported by customer was not observed in the samples. Although the issue was not confirmed, a gemba walk was performed in the manufacturing area with the multifunctional team (quality, manufacturing, engineering) tp determine if the reported issue could occur at the manufacturing floor. There is currently no part of the manufacturing process that could cause the reported condition on the enfit connector. The most likely root cause improper use of the product resulting in a broken enfit connector. Since the issue was not confirmed, no action plan is deemed required. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tip of the y port enfit connector is breaking, causing leakage, and does not close well. This was noticed by the homecare nurses after a few days of use.